Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and a new rv lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.